Event description:
While performing a small bowel resection, surgeon utilized an ethicon ta-60 device. Device fired well the first time. Reload kept popping open and out of the seated position when surgeon tried to use the device the second time around. Surgeon was able to complete the procedure with another ethicon ta-60 device.